Manufacturer narrative:
Additional information added to b5: describe event or problem. Detailed product information was not provided to bsc. Good faith efforts to obtain the information are in progress. Because the product is unknown, we are unable to provide the unique identifier (UDI) and other specific product information at this time. A supplemental report will be filed if the information is received.

Event description:
It was reported that faradrive steerable sheath clear was selected for pulmonary vein isolation procedure. A patient injury was reported following completion of the farapulse procedure. After discharge, the patient experienced eye related symptoms and reported visual field defects that were present post-ablation. An ophthalmology consultation resulted in a diagnosis of mild retinal micro arterial occlusion, and the patient was placed under observation. The procedure, including preparation and flush method was performed as recommended without any noted issues or complications during the intervention. The attending physician indicated that the possibility of branch retinal artery occlusion due to air contamination. The patient was placed under monitoring and they had currently recovered and is in good health. The procedure was completed with original device. Furthermore, all devices were properly flushed and free of air prior to use and air bubbles were not observed during procedure.

Event description:
It was reported that faradrive steerable sheath clear was selected for pulmonary vein isolation procedure. A patient injury was reported following completion of the farapulse procedure. After discharge, the patient experienced eye related symptoms and reported visual field defects that were present post-ablation. An ophthalmology consultation resulted in a diagnosis of mild retinal micro arterial occlusion, and the patient was placed under observation. The procedure, including preparation and flush method was performed as recommended without any noted issues or complications during the intervention. The attending physician indicated that the possibility of branch retinal artery occlusion due to air contamination. The patient was placed under monitoring and they had currently recovered and is in good health. The procedure was completed with original device.

Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. Detailed product information was not provided to bsc. Good faith efforts to obtain the information are in progress. Because the product is unknown, we are unable to provide the unique identifier (UDI) and other specific product information at this time. A supplemental report will be filed if the information is received. Good faith effort attempts to try and retrieve additional details regarding the reported event are in progress, but further information was unable to be obtained. If there is any further relevant information obtained, a supplemental medwatch will be filed.